Event description:
Upon return of the ventilator to a third party service provider, the customer had reported the ventilator had an occurrence of a loss of gas supplies during use on a patient. The customer reported no patient harm. Loss of both gas supplies will affect the function of the ventilator during operation. If the ventilator is operating and no air flow is detected, and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The manufacturer's service technician was unable to duplicate the reported problem, however review of the ventilator's diagnostic code history indicated there was an occurrence of a loss of gas supplies during operation. The service technician replaced the sensor pcb board and blower fan as a precaution for the findings. Extended self testing and performance verification testing was completed and tests passed to operating specifications.